Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("unusual bleeding/clots") and systemic lupus erythematosus ("possible lupus diagnosis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had no history of suffering prior to undergoing the implantation of essure. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), migraine ("severe migraines"), abdominal pain lower ("cramping/abdominal pain/cramps"), back pain ("back pain"), headache ("headaches"), dyspareunia ("pain during intercourse"), respiratory disorder ("respiratory problems"), muscle spasms ("leg cramps"), dysgeusia ("metal taste in mouth"), contusion ("bruising all over body"), hypertension ("hypertension"), chest discomfort ("tightening in chest"), benign ovarian tumour ("growth of ovaries") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy for removal of assure possible right ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, systemic lupus erythematosus, migraine, abdominal pain lower, back pain, headache, dyspareunia, respiratory disorder, muscle spasms, dysgeusia, contusion, hypertension, chest discomfort, benign ovarian tumour and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, back pain, benign ovarian tumour, chest discomfort, contusion, device dislocation, dysgeusia, dyspareunia, genital haemorrhage, headache, hypertension, migraine, muscle spasms, pelvic pain, respiratory disorder and systemic lupus erythematosus to be related to essure. The reporter commented: plaintiffs symptoms are so severe, plaintiff may have to undergo a hysterectomy to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly in place. Most recent follow-up information incorporated above includes: on 27-jun-2018: the case is incident. Reporter information was added. This case concerns adult patient. Essure indication was added. Essure insertion date (updated) and removal date was added. Per plaintiff fact sheet following event: back pain, headaches, pain during intercourse, possible lupus diagnosis, possible lupus diagnosis, respiratory problems, leg cramps, metal taste in mouth, bruising all over body, hypertension, tightening in chest, growth of ovaries and pelvic pain were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), autoimmune disorder ("autoimmune disorder"), genital haemorrhage ("unusual bleeding/clots") and systemic lupus erythematosus ("possible lupus diagnosis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals. She had no history of suffering prior to undergoing the implantation of essure. Concurrent conditions included uterine fibroid and ovarian cyst. Concomitant products included hydrochlorothiazide since (B)(6) 2017 for blood pressure high, citalopram since (B)(6) 2017 for depression, ibuprofen since (B)(6) 2017 and vicodin since (B)(6) 2017 for pain and naproxen since (B)(6) 2017 for pelvic pain. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), migraine ("severe migraines"), abdominal pain lower ("cramping/cramps"), back pain ("back pain"), headache ("headaches"), dyspareunia ("pain during intercourse"), dyspnoea ("respiratory problems-breathing problem"), muscle spasms ("leg cramps"), dysgeusia ("metal taste in mouth"), contusion ("bruising all over body"), hypertension ("hypertension"), chest discomfort ("tightening in chest"), benign ovarian tumour ("growth of ovaries"), pelvic pain ("pelvic pain"), premenstrual syndrome ("pms symptoms"), rash ("break out and get rashes"), abdominal pain ("abdominal pain"), menstrual disorder ("menstrual disorder") and stress ("psychiatric and/or psychological condition-increased stress"). The patient was treated with surgery (bilateral salpingectomy for removal of assure possible right ovarian cystectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, autoimmune disorder, genital haemorrhage, systemic lupus erythematosus, abdominal pain lower, headache, dyspareunia, muscle spasms, contusion, hypertension, chest discomfort, benign ovarian tumour, pelvic pain and rash outcome was unknown, the migraine, back pain, dyspnoea, premenstrual syndrome and abdominal pain was resolving, the dysgeusia and menstrual disorder had resolved and the stress had not resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, back pain, benign ovarian tumour, chest discomfort, contusion, device dislocation, dysgeusia, dyspareunia, dyspnoea, genital haemorrhage, headache, hypertension, menstrual disorder, migraine, muscle spasms, pelvic pain, premenstrual syndrome, rash, stress and systemic lupus erythematosus to be related to essure. The reporter commented: plaintiffs symptoms are so severe, plaintiff may have to undergo a hysterectomy to remove the essure device. Plaintiff states she feels better overall diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly in place on (B)(6) 2017- pelvic ultrasound. Impression-posterior uterine body subserosal lesion likely due to a fibroid simple appearing right ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic relevant history added. Concomitant medications added. Events abdominal pain, pms symptoms,mentrual disorder and break out and get rashes ,psychiatric and/or psychological condition-increased stress added. Event respiratory disorder updated with breathing problem. Event outcomes updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.